Event description:
Laparoscopically assisted vaginal hysterectomy bso four firings, weepy staple lines after firing. Applied electro-cautery of staple lines, bleeding increased and required application of clips.